Manufacturer narrative:
Section h10: (h3) pending evaluation (d10) concomitant device(s): (B)(6) 01-030-42-0536 - alt xle lnr extcov g5 36 (B)(6) 164-11-11 - novation element ro s/o sz 11 (B)(6) 170-36-07 - biolox delta femoral head 36mm od, +7mm.

Event description:
It was reported that this 60 y/o female patient's left hip was revised approximately 2 years 3 months post op. The patient had an original exactech tha. The patient presented to doctors office with complaints of their left hip. The patient reported pain, instability, and dissatisfaction. It was noted and shown on the x-ray that the acetabular cup is not in an ideal position. The patient was scheduled for left hip revision with acetabular cup revision. The patient underwent left hip revision. During the revision, the femoral head was removed. The acetabular cup and liner were removed, the hip joint was debrided, and prepped for a new zb g7 cluster-hole cup. It was implanted with screws and a lipped liner. A new 36mm +10 mm head was implanted on the femoral stem. The patient left the or stable. Product not returning: discarded at the facility

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: a, b, c, d, e, g. The revision reported was most likely due to prosthesis wear. However, no information was made available concerning the potential contributing factors of the reported wear. Additionally, the devices were not available for evaluation. Therefore, a definitive cause cannot be determined. Wear can be the result of implant placement, patient physical activity, patient health conditions or anatomic challenges, or unintentional interaction of the implant with third bodies such as bone or cement fragments. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.